Manufacturer narrative:
The heartmate3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtinn unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device-3 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital¿s csicu unit on (B)(6) 2017 for suspected gastrointestinal (gi) bleeding. At the time of the event, the patient was on warfarin. Anticoagulation was reversed and vitamin k and two units of fresh frozen plasma (ffp) were administered in the emergency room (ER). The patient was also transfused with two units of packed red blood cells (prbcs) to keep hemoglobin above 7 g/dl. An esophagogastroduodenoscopy performed on (B)(6) 2017 and a colonoscopy performed on (B)(6) 2017 revealed no active bleeding. The patient was transferred out of csicu and a heparin infusion was initiated. The patient¿s hemoglobin and hematocrit continued to drop and required repletion with prbcs. A gi bleed scan performed on (B)(6) 2017 showed evidence of active bleeding at the proximal jejunum just distal to the ligament of treitz. Embolization angiography was unsuccessful at identifying any active bleeding sites; however, on (B)(6) 2017, the patient was taken to the endoscopy lab where a push enteroscopy was performed with treatment of a total of five clips. The patient¿s hemoglobin and hematocrit stabilized thereafter and no further transfusions were required. The patient received a total of 14 units of prbcs during hospital admission. The patient was discharged on an unspecified date with an inr of 1.3. The patient¿s inr goal was decreased to 1.5-2.0. The patient was bridged with lovenox and was set up with long acting octreotide monthly. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided.